Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reclaim assembly device used to torque the implants together had a piece of the tensile bar from a previous case still inside the hand. We were trying to load the tensile bar to set the instrument ready to go, and we couldn¿t get it in, the surgeon realized there was a half of a previous tensile bar still in the instrument. Action taken when the instrument was lifted up and tipped upside down the piece fell out, instrument will be retained as it is usable, and not returning.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.